Manufacturer narrative:
It was reported that the reportable event was both an adverse event and a product problem. A correction is being made to indicate an adverse event only. Additional information: the customer reported that the patient is female and that the bd connecta¿ stopcock was attached to a central line and not a peripheral venous line. Sex: female describe event or problem: the bd connecta¿ stopcock was attached to a central line and not a peripheral venous line. Results: two used sample were returned for evaluation. A visual inspection of the returned units revealed no damage or cracks and no silicon presence out of the devices. The samples were connected to other similar stopcocks where air pressure of 60 kpa (8.7 psi) was applied and no disconnection or leakage was seen. Additionally, the product was leak tested at 3 bar (43 psi) and no disconnection or leakage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5247920. Conclusion: an absolute root cause for this incident cannot be determined as there was no failure detected of the evaluated samples.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a patient in an ICU was transferring from his/her bed to a chair and then back to bed, a bd connecta stopcock became disconnected which was reported to cause a suction of air into the patient's vein resulted in an air embolism. Because of the air embolism the patient's health status became critical and he/she required 30 minutes of crp and was intubated. The patient remained in the ICU until (B)(6) 2015 and was then transferred to a medium care unit. He/she remained on the medium care unit until (B)(6) 2016 and was then transferred to "unit 650" where he/she remains at the time of this report. It was also reported that a long rehabilitation awaits and it is unknown if he/she will fully recover.